Event description:
It was reported that one impactor is cracked so we pulled the second one and it exploded in the wound.

Manufacturer narrative:
The r3 offset impactors were returned and evaluated. A visual inspection found that one of the shock absorbers was cracked and the other was not returned; no inspection can be carried out on the shock absorber that was not returned. Additionally, a small crack has developed on the weld around the ratchet housing for one of the devices. Finally, a functional inspection found that both the devices were able to accept a shell as intended. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.